Event description:
Reporting status: serious injury medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via trial that in 2009, after predilatation of the lesion in the distal rca, there was a dissection proximally with slow flow that occurred during implantation of the 2.5 x 15 mm xience v stent, which required treatment with another xience v stent, overlapping. Patient was discharged the following day. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusions, summation-dissection and ischemia, as listed in the xience v IFU, are known adverse events associated with coronary stenting and are not necessarily an indication of a product quality deficiency. Dissection can be influenced by lesion characteristics, procedural technique, and product size selection. The IFU states: implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent... Requiring additional intervention (CABG, further dilatation, placement of additional stents...). Possibly the ischemia was a secondary effect of the intimal dissection. A conclusive cause for the reported patient effects and the relationship to the product cannot be determined.